Manufacturer narrative:
(B)(4). Evaluation summary: the reported patient effect of hemorrhage is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. It was reported that the graftmaster was used past the expiration date. A review of the graftmaster label attached to the lot history record for this lot was conducted indicating a manufacturing date of 16-june-2014 with an expiration date (use by date) of (B)(6)2016. The product was used after expiration as it was reported the procedure occurred on (B)(6) 2016. The expiration date of the product is important for sterility, efficacy, and performance of the device. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: note the product use by date specified on the package. A visual and dimensional inspection was performed on the returned device. The reported device expiration issue and material deformation (bent/flared strut) were confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The investigation determined that the reported failure to advance, material deformation and subsequent treatments appear to be related to circumstances of the procedure; however, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported device expiration issue appears to be related to the use error. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Patient weight: (B)(6). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2016, the patient presented with a free perforation in the mid left anterior descending (lad) coronary artery. An attempt to cross was made using a 2.8x16 rx graftmaster covered stent system, however, the graftmaster failed to cross through an implanted unspecified stent that had just been placed prior to graftmaster use, resulting in bent and flared stent struts for the graftmaster. The graftmaster was withdrawn without difficulty. It was then noted by the site that this graftmaster device had expired (B)(6) 2016. Dilatation was performed at the perforation site. Using a guideliner, another 2.8x16 rx graftmaster covered stent crossed and was deployed without difficulty at a max pressure of 20 atmospheres, successfully sealing the perforation. The failure to cross caused a clinically significant delay, a need for use of additional dye contrast which contributed to acute renal failure with dialysis treatment, and the patient required a blood transfusion due to blood loss and baseline anemia. The transfusion restored patient to baseline with no additional transfusions needed. Two days of hemodialysis improved renal function. The patient returned to baseline and was discharged. No additional information was provided.